Event description:
The ve lvad was implanted in 2000. Pt had previous issues with the device alarming power limit advisory; however, issue went away and testing at the hospital did not reveal any kinks, obstructions or a positional problem with the device. In 2000, the pt was admitted to the hospital due to the return of the power limit advisory alarms returning and becoming more frequent especially when the pt stands up. The pt was taken to the cath lab and the outflow graft and valve were looked at. No kinks were visable. Waveforms from the lvad were reviewed by the MFR and the current was found to be hitting 4 amps on some beats. The hosp reported that the power limit advisory had been on in some instances for 1.5 minutes. Due to the power limit advisory, the surgeon elected to replace the lvad with a second lvad in 2000.